Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that the patient had a pocket revision because of difficulty charging; the revision was on (B)(6) 2019. The rep was trying to use passive charging for at least 30 minutes prior to the call and the patient had not charged the implantable neurostimulator (ins) since approximately 2019-jul. The rep then attempted to communicate with the ins using the clinician tablet and the tablet could not find the ins. It was then noted that the issues did not resolve when the rep tried to disable and re-enable the device using the controller with the antenna directly over the ins. The rep started another passive recharge session and indicated that all values displayed were 100. As the rep moved the antenna, the values changed and were displaying 91-100-100. The ins was not superficial, but the rep stated that she wasn¿t sure what the pocket was like prior to revision. In the end, the ins needed to be charged further so the caller will continue charging with the patient. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s device stopped working a month ago. The patient had an appointment scheduled (B)(6) 2019. No patient symptoms were reported. No further complications were reported/anticipated.